Manufacturer narrative:
Device evaluated and repaired by distributor.

Event description:
It was reported by the distributor that there was a reduction in brake force due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.